Event description:
N/a.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, investigation conclusions, component code). Additional fields: ( event site state: 13, event site postal code: (B)(6) it was reported that the cardiosave intra-aortic balloon pump (iabp) had a pressure reading is wrong. There was patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and found updated the unit sw to d.0.0 and did all the calibration including external pressure gain calibration. Found every calibration in range. Kept the machine for battery test as per new sw. (B)(6) 2023: found that machine still giving alarm for bay 1 battery maintenance. Check and found that unit has cleared only bay 2 test in last 24 hours. Kept the machine for battery bay 1 test for 24 hours. (B)(6) 2023: check and found machine is working well on trainer and demo balloon. Keep the machine under observation till next patient use. (B)(6) 2023: replaced the front end pcb, updated the same also to sw d.00. Done the calibration of 30 psi, he transducer and drive pressure transducer, offset value is x1 = -9.1, x2=-12.1, x3=-11.6, pressure= set point = 388.1, vaccum set point = -293.7. Bp transducer gain calibration voltage is 1.509v i.e pass. Run the machine on trainer and demo balloon for 2.5 hours and found working okay. Machine handed over to customer in working condition and kept under observation till next patient use. (B)(6) 23: user have confirmed that cardiosave have been used on few patients and now working okay. Cardiosave is working okay now.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) pressure reading is wrong. Iabp was changed. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.